Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient developed wounds on both sides of the head at the sensor site during use of the sensor. The patient e xperienced a skin reaction and skin breakdown at the sensor site, with one wound being more serious than the other. The wounds evolved from small to more serious within approximately 12 hours of use. The patient was treated for wound and skin injury at the sensor site and was reported to be recovering.

Event description:
It was reported that a patient developed wounds on both sides of the head at the sensor site during use. The patient experienced a skin reaction and breakdown, with one wound being more severe than the other. No previous skin breakdown was noted. The adhesive outline on the forehead and the areas where the probe contacted the skin were reddened and ecchymotic, more noticeable on the left than the right. The wounds progressed from mild to more serious within approximately 12 hours of use. The patient received treatment forthe wounds and skin injury at the sensor site and was reported to be recovering.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.